Event description:
It was reported the patient had stimulation move in location. Stimulation was unable to cover the patient's forearms and fingers. X- rays were taken and they did not show that the lead had moved. Impedances were reported as "ok." The patient had a lead replacement. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
(B)(4) 2013 (rep): additional information received reported that the patient had coverage at the time of a post-operative programming appointment. The reporter had not seen or heard from the patient since

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 74002, lot# n228857, implanted: (B)(6) 2011. Product type: adapter: product ID 3998, lot# j0437354v, implanted: (B)(6) 2004, explanted: (B)(6) 2012. Product type: lead. (B)(4). Analysis of the lead (lot# j0437354v) found the proximal end conductor to be broken. The #3 conductor was broken at connector #3 weld site.